Event description:
The pt was transferred to the emergency room from an assisted living facility. The assisted living facility stated they received a blood glucose result of 978mg/dl. The pt was given 17 units of insulin. Paramedics received a result of 70 plus mg/dl. The pt was taken to the hospital where they received a result of 78mg/dl. The doctor gave the pt a 1/2 amp of d50, normal saline and lunch. It is unknown if controls were in use. A request was made for the return of the suspect device and replacement product was sent.